Event description:
The analyzer produced condition codes and failed calibration. The customer indicated that they had removed a slide from the spotting station during the calibration process. This scenario is consistent with a malfunction that could have caused a false high pt glucose or false low pt nbii result to be reported. There was no report of harm as a result of this event.